Event description:
Caller reported aviva system blood glucose results, all mg/dl: 8:01 a.m. - 475 8:03 a.m. - 334 8:04 a.m. - 189 8:09 a.m. - 206 8:13 a.m. - 148 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.